Event description:
Catheter was revised due to blockage. When explanted, it appeared that the bioglide on the catheter was peeling. This occurred with approximately six catheters (MFR. Report #2021898-1998-00103 - 2021898-1998-00108). The doctor uses an iodine tincture pre-soak.